Event description:
It was reported that the patient presented to the emergency room (ER) on the morning of (B)(6) 2013 with overdose symptoms. The patient was intubated and a narcan drip was started which the patient responded well to. The patient was currently in the intensive care unit (ICU) and they wanted to read the pump to determine the pump status, but they did not have a physician programmer available. The device system was used to deliver baclofen and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter. (B)(4).

Event description:
It was later reported that the patient developed nausea, vomiting and confusion on (B)(6) 2013 that developed to decreased level of consciousness. The patient had arrived at the ER by ambulance with altered mental status and had become obtunded. The final diagnosis was inadvertent overdose with acute respiratory failure. The patient had low oxygen saturation of 78% on room air. The patient was given narcan in the ER which caused him to become very agitated and was in respiratory distress. The narcan was stopped. It was felt that the patient was unable to protect his airway and was intubated. The patient was admitted to the ICU on a ventilator, nasogastric (ng) tube placed, and was placed on versed. It was later attempted to reduce the versed and see if the patient was awake enough to be extubated but was not. The patient was extubated the following morning. It was noted that the patient had improved but did have significant pain. A manufacturer representative became available and the patient¿s dose was reduced from morphine 13mg/day to 10mg/day and baclofen 846mcg/day to 649mcg/day. The following day the patient noted that he may have taken extra baclofen inadvertently, which may have caused the overdose. The rate remained reduced and the patient was supplemented with some oxycodone. A CT scan was taken for the patient¿s confusion and neurology was to assess the patient¿s mental status. The patient was otherwise stable and felt to be ready for discharge on (B)(6) 2013.